Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2014 with the following findings: a review of the pump¿s black box history showed that cs 064 call service alarms were recorded. During testing, the pump emitted a cs 064 call service alarm. The pump case was removed and moisture damage was found on the motor flex connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 064 call service alarm randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.